Event description:
It was reported that patient underwent a hip revision 2 years post implantation due to stem loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign source australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6 the product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed showed that the explanted stem was covered in bio debris, there appears to be some bone ingrowth towards the distal end. A review of the device manufacturing records confirmed no abnormalities or deviations. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.